Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays, patient age, patient activity level, patient medical history, operative notes, the return of the explanted devices and a detailed patient outcome was requested in order to progress with this investigation, however, this information was not provided and thus there was only very limited information available for the investigation. It was confirmed that the explants were discarded by the hospital following the revision surgery and it was also reported that the surgeon believed that the infection may have been due to a subsequent toe operation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information available, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided, then this case may be re-opened for additional investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ceramic head and ecima liner after approximatley 2.5 months due to infection.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, patient activity level, operative notes, patient medical history, a detailed patient outcome and the explanted devices has been requested in order to progress with this investigation, and if received will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and will be reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Not available to return.

Event description:
(B)(6) revision of ceramic head and poly liner after approximatily 2.5 months due to infection.